Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the pt's implant procedure, the pt experienced a seizure upon extubation and was unresponsive. As a result, the pt had to be re-intubated and was admitted to the intensive care unit. Follow-up identified the scs system was activated and the pt is receiving effective stimulation. It was also reported the pt has a history of seizures. As of (B)(6) 2014, the pt was still hospitalized.